Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt380 adult dual-heated evaqua2 breathing circuit failed the leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Corrections: section b4: corrected date. Section d1: corrected brand name. Section d2a: corrected common device name. Section d4: UDI and expiration date corrected. Section g1: mr. (B)(6) updated to mr. (B)(6). Section h11: method: the subject rt380 adult dual-heated evaqua2 breathing circuit and photographs were provided to fisher & paykel (f&p) healthcare new zealand for evaluation. Results: visual inspection of the returned rt380 adult dual-heated evaqua2 breathing circuit identified a defect in the heater wire moulded plug. Leak testing confirmed the presence of a leak. Conclusion: the cause of the reported leak was identified to be a deformity in the moulded connector. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check all connections are tight before use. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt380 adult dual-heated evaqua2 breathing circuit failed the leak test before use. There was no patient involvement.